Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/26/2025 the user reported that their blood glucose (bg) was elevated. The user did not complete troubleshooting and ended the call. No hospitalization, treatment, or long-term health effects were reported.